Event description:
Report received from the USA stating that the cutter could not be secured into the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device was received by (B)(4). The reported condition of "cannot secure cutter" was not confirmed during evaluation. It was determined that the device passed the cutter insertion test, and failed the base temperature test. The device was therefore repaired and passed final inspection. If additional information is received, a supplemental MDR will be sent. (B)(4).